Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the output connector was broken and could not be connected due to excessive stress to the output socket, the suction connector could not be securely connected due to poor contact of the output socket, the output socket was worn from front flashing, the light was poor due to the worn lamp, corrosion on the top cover, the pump did not work due to its poor contact and sporadically failed to start. The issues may have been caused by wear and tear with customer mishandling and increasing use and time. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source¿s light emitting diodes (leds) on the control panel flashed permanently. The leds were lit normally when the device was plugged in and unplugged several times. It is unknown when the issue was observed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions the light source¿s light emitting diodes on control panel flashes and output connector is disconnected and cannot be connected would likely be the worn output socket due to an excessive stress. Olympus will continue to monitor field performance for this device.